Event description:
It was reported that a user experienced extended hyperglycemia with fingerstick glucose readings of 350 and 354 after a morning infusion set and supply change while using the ilet system; the user noted high glucose notifications and no visible issues such as leaks, kinks, or air bubbles, but had difficulty detaching the infusion set to check for insulin drops, and was advised to perform a full supply change. Symptoms included hyperglycemia. Outcomes included user-performed troubleshooting and education with a plan to change supplies and follow up. Investigation included customer interview and remote assessment of device performance through symptom-based troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia remained undetermined due to the absence of observable set issues and the inability to confirm insulin delivery at the site. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.